Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that for unknown reasons customer received three days of insulin at one time. As a result customer was hospitalized. Caller requested replacement of reservoirs due to eight being missing. Caller was advised that reservoir would be replaced.